Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(4). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a minicap transfer set and a pd cassette; further described as ¿the patient connector would not disconnect from the cassette patient tubing¿. This occurred after treatment of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the amia patient connector was received for evaluation attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.